Event description:
Accustick catheter was inserted to drain cyst in pt's left adrenal gland. Physician attached syringe to outside end of catheter. Physician initiated aspiration. Catheter broke between syringe and pt. Portion of catheter remained in pt. Pt underwent procedure to remove catheter the following day at another hosp. (The blue portion of the system is what broke/shattered.)